Event description:
On (B)(6) 2024, (B)(6) doctor reported to (B)(6) that they experienced an incomplete capsulotomy during procedure ID #(B)(4) that resulted in a radial tear and vitrectomy.

Manufacturer narrative:
Review of the system data shows eye movement throughout the procedure. While it does appear the suction ring is docked properly to the pid arm and suction is appropriate, the eye is actively moving which can result in an incomplete capsulotomy and therefore, a radial tear. The surgeon is instructed to monitor the patient throughout the procedure, and it is visible on the monitor that the capsulotomy was not fully completed.